Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with full mtx surface texturing and microgrooves (tsvtwb13) was not returned for investigation. Therefore, visual inspection could not be performed. Appropriate documentation was reviewed. DHR review for the lot (64043098) had revealed no deviations nor non-conformance which could have caused or contributed to bone loss and infection after implantation. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization records (st # (B)(4)). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (64043098) and no similar events or complaint was found. Therefore, based on the available information, device malfunction and the reported events (infection & bone loss) could not be verified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided. Additional PMA/510(k) numbers: k101880. Product not returned.

Event description:
It was reported that the patient experienced discomfort and peri-implantitis. The site was treated and implant remains implanted. Tooth location 3.